Event description:
It was reported the patient received inadequate stimulation from the scs system. An impedance check revealed high/invalid impedance values on multiple lead contacts. X-rays revealed the patient¿s lead was fractured. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced.